Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that they changed the reservoir and the plunger would not go down to build air. The customer mentioned air bubbles while filling the tubing. The product was not returned for analysis.